Event description:
It was reported that there was a lead alert due to the right ventricular (rv) lead having high impedance and oversensing due to insulation damage and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The outer insulation of the lead was ext rinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. (B)(4).